Event description:
The reporter stated that the surgeon was using a competitor's lens with our ms1 injector system and aq cartridge-fp and the lens haptic tore while using the injector system, no pt injury reported. Further info has been requested, but none forthcoming. If more info is received, a supplemental MFR's report will be sent.